Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc reviewed the data provided. The ccc found that the quality control (qc) was in range prior to the event. A siemens headquarters support center (hsc) specialist reviewed the data supplied. Hsc confirmed that qc was in range without any evidence of outliers, which does not suggest an instrument problem. Hsc also found that the initial and repeat results from the same aliquot ran low. Hsc stated that the other replicate samples showed good precision, ruling out an instrument problem with the integrated multisensor technology (imt) probe. Hsc concluded the root cause is sample specific due to poor sample quality and the presence of gel, fibrin, microclots, or cellular material contained in the initial sample aliquot for (B)(6) that impacted the proper imt dilution for the sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), chloride (cl) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same instrument, twice, resulting higher. The customer then ran the same sample on an alternate dimension vista instrument, twice, resulting higher. The customer reported out repeat result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium, chloride and potassium results.